Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. Blood glucose level at the time of the incident was 465 mg/dl, which was treated with manual injection. The reservoirs were not replaced or returned for analysis.